Event description:
It was reported that the right ventricular lead exhibited noise. Noise could not be reproduced with isometrics. All electrical parameters were within normal range. The noise could not be programmed around. Lead replacement would be scheduled. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.